Manufacturer narrative:
An event of device deformity was reported. Information from field indicated that there were no interactions with cardiac structures and no kinks or angulations were noted in the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
H6 component code: code 4755 was removed. H6 type of investigation: code 4114 was removed. H6 investigation findings: code 3221 was removed. H6 investigation conclusions: code 4315 was removed. An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 32mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During implant the left disc of the device took on a cobra shape. The device was removed from the patient and replaced with a new 34mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no kinks or angulations noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status was stable.